Event description:
The customer reported that there was a 'generator error' message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube and hv transformer were evaluated and identified as the root cause of the high voltage arcing. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.